Event description:
It was reported to philips that the device experienced a charge shock failure during testing. There was no patient involvement.

Manufacturer narrative:
H3 other text : customer requested remote service.

Event description:
It was reported to philips that the device experienced a charge shock failure during testing. The customer requested assistance from a philips remote service engineer (rse). The customer explained that their unit had experienced a charge shock failure and subsequently displayed a shock equipment malfunction error message. The customer replaced the therapy pca in an attempt to troubleshoot the issue but the failure remained. As a result of the ongoing issue, it was determined that the capacitor would need to be replaced to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. The customer was provided with part information and pricing for the capacitor. The customer stated that they would order the part on their own and that no further assistance was required. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.